Event description:
It was reported that the physician successfully achieved arteriotomy closure using a starclose vessel closure system during an unknown procedure. The patient returned to the physician 5 days post procedure complaining of pain. Reportedly, the pain was in the nerve pattern. No intervention is planned at this time per the physician. No additional information available.

Manufacturer narrative:
The investigation of the device history record has not been achieved because the lot number is unknown. The device investigation and complaint confirmation has not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.